Manufacturer narrative:
Device evaluation: g4, g7, h2, h6, h10. H10: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. They are unable to duplicate the problem. There is a display but booted up as "vent inoperable". They replaced uim and gde. The software was updated to at 4.6b and performed est/ovp.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported that he replaced the user interface module and the unit still had issues. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire that the avea ventilator has user interface module issues. While ventilating on a patient the ventilator stopped delivering and froze with alarm. They have transferred the patient to another ventilator. No patient harm was reported.